Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted tricuspid ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the cause of the first valve being deployed too atrial is unknown; however may be due to the mechanisms described above. The two serial numbers for the implanted valves were received through the implant patient registry (ipr) (s/n (B)(4)). However we are unable to confirm which valve was implanted first. (B)(4).

Event description:
As reported through the implant patient registry (ipr), approximately 8 year and 3 months post implantation of a mc3 tricuspid annuloplasty ring, the ring became disabled cause severe tricuspid regurgitation. Patient underwent tavr procedure with 29mm sapien 3 valve. The first valve was deployed too high requiring placement of a second 29mm sapien 3 valve. The results were reported as 'excellent'. The patient left the room in stable condition.